Event description:
An occlusion alarm was reported by the caller, but the alarm number could not be verified in the pump history. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Although the customer experienced frequent occlusion issues, additional assistance was declined, and cts decided to close the case.